Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure- scheduled as a l4-5 fusion, the surgeon ended up doing a l3-5 fusion levels implanted: l4-5 it was reported that intra-op, the screw was broken while breaking off the set screw. The surgeon then removed the set screw and bone screw at l4, as well as the rod. He then placed a new screw at l3, and placed a rod from l3-l5. The product came in contact with the patient. There was a delay of approximately 45 minutes of additional surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination did not identify material deformation consistent with misalignment but some surface wear from the seating of the rod in between the saddle. Functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. The implant appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.